Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. During the device analysis, the guide wire was removed from the sheath without difficulty. The foot was fully deployed then completely retracted via opening and closing the lever without difficulty. The reported difficult to remove the closure device was not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to remove the closure device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device, with a 6fr sheath after a coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was deployed; however, when harvesting the suture, resistance was felt and the device could not be removed from the patient anatomy. The patient was taken to surgery and a surgical cut-down was performed to successfully remove the device and close the artery. The knot was revealed in the tissue. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. A clinically significant delay in the procedure of 45-60 minutes. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.